Event description:
A pt reported experiencing inaccurate erratic results with a ot basic meter. The pt's blood glucose results were 215mg/dl. Tests were done within 20 mins with a difference of or greater than 20% or 20mg/dl per reported issue. Pt did not experience any adverse events. No further info has been reported.